Event description:
Journal article - embolic protection device use in renal artery stent placement. The article indicates that during a renal artery stent placement study the guardwire device was used and at some point during one of the procedures, between late 2002 and 2006, and dissection occurred, which was successfully treated with a stent. At this time, additional information has been requested.

Manufacturer narrative:
The actual complaint sample will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number at this time is unk and therefore a review of the device history record cannot be performed. An attempt to obtain additional information about the specifics for the case has been made. If any additional information is provided, a follow-up medwatch report will be submitted. Device discarded - not returned for eval.